Event description:
Registered nurse spiked normal saline (ns) fluids to administer IV, continu-flo solution set found to be missing clave at the patient end of the IV tubing. Rn retrieved a new IV set and administered medications appropriately. No patient harm.